Manufacturer narrative:
H11: corrected data: updated section b4.

Manufacturer narrative:
H10: additional manufacturer narrative: a digital photo was received. Per image evaluation, customer report was of unknown reasons and could not be confirmed. Three color images of the valve were provided. Valve appeared to have moderate host tissue overgrowth on the stent circumference at both the inflow and outflow aspects. Valve also appeared to have minimal to moderate host tissue and vegetative overgrowth encroaching onto the leaflet surfaces on both the inflow and outflow aspects. Sewing ring appeared cut in multiple areas around the valve and exposed the valve wireform at the inflow aspect. Wireform also appeared exposed at one of the valve commissures. Multiple sutures and suture pledgets remained attached to the sewing ring. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be determined with the available information. Attempts have been made to obtain the product for evaluation; however, no device was returned. There is no information suggesting there was any device malfunction and/or deficiency. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
In this case, minimal information regarding this redo mvr procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, and for product return have been made. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that an edwards surgical valve, implanted in the mitral position, was explanted after an implant duration of approximately four (4) years due to unknown reason. No other information was provided.